Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient had accidentally cut the line of the transfer set after use, which is a user error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set was accidentally cut by the patient. This issue was observed after end of therapy. The transfer set was changed and the patient has started antibiotics. There was patient involvement, no patient injury or medical intervention associated with this event. No additional information is available.